Manufacturer narrative:
Batch review performed on 09 march 2026. Ball heads: mectacer 01.29.213 mectacer head biolox delta dia.40 12/14-m (k112115) lot 2522895: (B)(4) items manufactured and released on 24-sep-2025. Expiration date: 08-sep-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.4052hct flat pe hc liner d 40/g (k103721) lot 2514660: (B)(4) items manufactured and released on 25-jul-2025. Expiration date: 07-jul-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:there is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
At about 3 months from the primary,the patient came in due to a dislocation of the head from the liner and the cause is unknown. The surgeon observed an avulsed rectus femoris and lumbar arthritis, resulting in limited mobility. The mpact d 40/g liner was revised to a double mobility d 28/dmf liner, and the 40 mm biolox delta head (size m) was replaced with a biolox delta head of the same size using a sensitin dm converter. No fall or trauma was reported, and x-rays are unavailable. The surgery was completed successfully.